Manufacturer narrative:
(B)(4). The date of the initial event was reported as an unknown date at the end of (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced relapsing peritonitis coincident with peritoneal dialysis therapy. Approximately two and a half months prior to the receipt of this report, the patient experienced peritonitis. The initial cause of the peritonitis was reported as a ¿bacteria in the gut¿; however no specific use error or breach in aseptic technique was reported, therefore the cause of the event was assessed as unknown. The patient was not hospitalized for peritonitis at this time. The patient was treated with ancef (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. It was not reported if the patient recovered or if the patient completed antibiotic therapy. The first week of the following month, the patient experienced a relapsing peritonitis event. The patient was hospitalized for this event. The patient was again treated with ancef (dose, route, frequency, and duration not reported) for peritonitis. Eighteen days prior to the receipt of this report, the patient was discharged from the hospital. Dianeal therapy remained ongoing. It was not reported if the patient recovered or if the patient completed antibiotic therapy during this time. Fourteen days later, the patient again experienced relapsing peritonitis. The patient was hospitalized that same day. The patient was again treated with ancef (dose, route, frequency, and duration not reported) for peritonitis. The patient¿s pd catheter was removed and a central line was placed for temporary hemodialysis. At the time of this report, the patient remained hospitalized and the patient had not recovered. No additional information is available.